Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for poor barrier separation with the incident lot was observed. A review of the device history record was completed for the incident lots and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non- conformances during manufacturing of the product. Bd technical services also contacted the customer to provide troubleshooting on the issue. The customer reported that the patient has multiple myeloma. Bd has recommended that the customer use the bd lithium heparin tube without gel for this patient and other patients with protein abnormalities. Additionally, educational information was shared with the customer.

Event description:
It was reported that the unspecified bd vacutainer® blood collection tube was used to draw blood from a patient with "multiple myeloma", but the red blood cells would not "resuspend" in it after use, resting in a "gelatinous blob" at the bottom. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "two separate draws on same patient. The red cells will not resuspend. They are a gelatinous blob at the bottom of the tube." And "this is the red top after centrifuging three times." "This patient has multiple myeloma, which explains the anomaly we observed."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd vacutainer® blood collection tube was used to draw blood from a patient with "multiple myeloma", but the red blood cells would not "resuspend" in it after use, resting in a "gelatinous blob" at the bottom. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "two separate draws on same patient. The red cells will not resuspend. They are a gelatinous blob at the bottom of the tube." And "this is the red top after centrifuging three times." "This patient has multiple myeloma, which explains the anomaly we observed."